Event description:
It was reported there was a recall being notified for charger as the charging system was possibly causing overheating at the ipg site while charging.

Manufacturer narrative:
B3-date of event is estimated. A4-patient weight is unknown. During processing of this incident, attempts were made to obtain complete event, patient information. Further information was requested but not received. The investigation for CAPA 118058 associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.